Event description:
It was reported that while removing the monopolar curved scissors instruments from use during a prostatectomy procedure, the surgeon noticed a burn hole had formed on the side of the instrument's tip cover accessory. The procedure had been successfully completed without significant delay. No patient harm, adverse outcome or injury was reported. The following medwatch reports listed below were also sent to the FDA as related events from this site. 2955842-2007-00256.

Manufacturer narrative:
The instrument and/or instrument tip cover has not yet been received for analyses. Once analyses has been performed a follow up MDR will be submitted.